Manufacturer narrative:
An attempt to reproduce the reported event using fota app version 1.3.1 installed on pixel 5 (os 14 beta) with mmt-1880 pump (from software version 9.11.5) was conducted and confirmed the issue is not reproduced. One attempt was performed to reproduce the issue. An attempt to reproduce the reported event using fota app version 1.3.1 installed on a galaxy s21 5g (os 11) with mmt-1880 pump (from software version 8.11.3) was conducted and confirmed the issue is not reproduced. One attempt was performed to reproduce the issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in requirement 3551311 document d00459457, version g. After investigating and testing, we have determined that the fota app meets all requirements, and no issues were found. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: 1. Please note that the user must accept system pairing popup requests on the app side. In the case of android devices, there may be two identical requests, both of which must be accepted. If the user skips the second request, it could result in failed pairing. 2. Please make sure to remove the mobile device from the pump before starting the application. 3. Do not move the app to the background during pairing because some actions could be skipped accidentally. Helpline was advised to communicate with the customer with the provided steps for issue resolving. Pump passed self-test and displacement test. Pump connected to the minimed mobile app successfully on both android and ios. Pump successfully downloaded traces and history file using thump. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cracked keypad overlay, scratched case, pillowing keypad overlay, and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Confirmed the pump connected to the minimed mobile app. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pairing failed/pairing timeout message appearing on the updater app. No patient harm was reported as a result of this event. Troubleshooting was performed and the issue could not be resolved. The deice will not be returned for analysis.